Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that the telemetry was completely down in the entire hospital. The fse found that the apc's were fighting over primary contention, the fse reconfigured every controller bringing them back online one at time. The fse verified that all apc's ap's and switches were online and verified that the telemetry room could see their patients as well. The device was confirmed to be operating per specifications after the customer network issue were resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating there were a number of central stations with telemetry errors. The device was in use at the time of the event. No adverse event occurred.